Manufacturer narrative:
A diathermy probe was sent back and investigated. First, an electrical resistance analysis was made. It was found that the probe had an instable contact on the outer contact (cannula). The probe was destructive investigated. Opening the instrument destroys exactly the contact between the outer contact and the corresponding plug pin. This happened in this case. Nevertheless, the glued contacts were visually inspected it was visible that an initial contact existed. Why the contact failed could not be determined in the investigation. The instrument passed a 100% functionality test and did not show instable contact in production. Therefore, the root cause of the confirmed complaint cannot be determined anymore. A review of the device history record (DHR) traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications in 100% inspection. The exact root cause for the customers reported event is unknown; therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been initiated for this reported event." The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the diathermy probe could not function before a vitrectomy procedure. An alternate diathermy probe was obtained in order to perform and complete the procedure. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).